Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited noise resulting in inappropriate mode switch episodes. Review of stored electrograms revealed multiple episodes of ams since (B)(6) 2018. Noise could not be reproduced with movement in the clinic. The patient was asymptomatic. The physician elected not to intervene at this time and would continue to monitor the patient.